Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity decreased from 50-60% in (B)(6) 2019 to 14% in (B)(6) 2020. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended.